Event description:
Patient was a male on renal dialysis with a 7 to 7.5cm aneurysm, extreme angulation of the infrarenal aorta and short conical neck. The largest renal artery was embolized to prevent a type ii endoleak following the endovascular repair of the aneurysm. The physician planned to land the main body graft between the sma and renal arteries, and was successful in doing so. He did not feel that the graft occluded the sma, but did note that the flow was a little sluggish, although no completion sma injection was performed. He could not recall if the ima was occluded or not, but did note extensive disease in both hypogastric arteries. One week after placement, the patient returned to the hospital with abdominal pain. The implanting physician's partner examined the patient and felt that the sma was occluded. He stented it with another manufacturer's stent. He did not know if the sma was widely patent or not. In addition, he tried to treat the bilateral hypogastric stenosis, but was unsuccessful. The patient also had a period of transient hypotension, not associated with blood, and may have infarcted his bowel. The patient subsequently expired. No autopsy was performed. The implanting physician noted that the zenith device performed as expected and did not feel the death was device related.

Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exlusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. Unless medically indicated, do not deploy the zenith aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. An evaluation of this event found that it was caused due to the patient's anatomy being outside the accepted criteria.